Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed a sample probe 1 (s1) mixer malfunction and replaced the part. Siemens concluded that the potential cause is the sample probe 1 mixer issue. Replacement of this part is considered normal troubleshooting/maintenance for issues of this nature; therefore, return of the part is not warranted. The occurrence is singular in nature. A potential product issue is not identified. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument and again on an alternate dimension vista 500. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.